Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose levels at the time of incident was 700 mg/dl. Customer reported symptoms related to their high blood glucose levels included: diabetic ketoacidosis (dka), nausea, vomiting, and abdominal pain. Customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer declined to troubleshoot for the no delivery alert after hp test. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.